Event description:
It was reported that the patient presented for a device implant. Upon removal of the stylet, the conductors of the lead came out and resulted in lead damage. The lead was not implanted and was replaced. There were no adverse consequences to the patient. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of lead damage due to stuck stylet was confirmed. A complete lead was returned for analysis. The ptfe coating of the stylet was stripped and was bunched with the inner coil at the distal end of the connector pin. This would have led to difficulty removing the stylet and excessive force applied during attempted stylet withdrawal would have led to the connector pin separation.